Manufacturer narrative:
Age at time of event: 18 years of age or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-05751. It was reported that air embolism occurred. The patient underwent a left atrial appendage (laa) closure procedure. Using a watchman access system, a 24mm watchman ® laa closure device was successfully deployed and released in the laa. After the devices had been removed from the patient, but the patient was still in the lab, air was visualized on echocardiogram in the left ventricle. Oxygen and medication were administered. St elevations were present and they eventually subsided. There were no further patient complications and the patient was ok.

Manufacturer narrative:
(B)(4). Catalog/model # corrected from unknown to tu1006. Device lot number corrected from unknown to 18888426. Device expiration date corrected from unknown to 02/28/2019. Device manufactured date corrected from unknown to 02/26/2016. (B)(4).

Event description:
It was further reported that air was noted 3-5 minutes after removal of the watchman access system. Transesophageal echocardiogram showed air in the left ventricle floating around and then being cleared with each cardiac cycle. A small bolus of neosynephrine was likely the pressor used to treat the event. The event was resolved within 1-2 minutes.